Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a motor stall that was confirmed in the attention dialogue box. It was stated that the pt had an MRI performed following the motor stall. One hour and forty minutes later, the pump remained stalled. The pump did not go into a minimum rate mode at that time. There was no information provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested, but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.